Event description:
Additional information: the patient had low flow alarms for several days that reportedly became more frequent the morning of admission. The graft was lengthened and a new stress relief and clip were added. New bend relief placed with 14 mm graft to 14mm graft anastomosis after the black line on the outflow graft was straightened. Following bend relief replacement flows maintained 3.6-4.5 liters per minute. Speed reduced to 6000 revolutions per minute and then 5900 revolutions per minute with flows 4.2 liters per minute.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted images confirmed the report of an outflow graft twist, which could have contributed to the low flow alarms confirmed through the evaluation of the submitted log files. The submitted controller event log file captured transient low flow hazard alarms throughout (B)(6) 2019, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Calculated flow decreased to values as low as 1.4 lpm, and the alarms lasted up to approximately 3.5 minutes in duration. Despite the variation in calculated flow, the pump appeared to have functioned as intended throughout the duration of the submitted data. Visual inspection of the CT image revealed slight narrowing of the outflow graft adjacent to the graft attachment underneath the outflow graft bend relief. Contrasting was observed on the outflow graft at this area of narrowing, which appeared diagonal to the direction of the graft. This could indicate creases as a result of a graft twist, which is consistent with the report of a visible twist under the bend relief. Additional narrowing of the outflow graft was observed in an area adjacent to the terminus of the outflow graft bend relief, which appears consistent with the report of compression of the outflow graft distal to the bend relief. Visual inspection of the photo of the outflow graft in the operating room revealed a clockwise twist in the outflow graft adjacent to the graft attachment. A specific cause for the outflow graft distortions could not conclusively be determined through this evaluation. Further, although a duration of time for which a twist was present could not be conclusively determined, it could have contributed to the low flow alarms observed in the submitted log files. The patient remains ongoing on (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months, 12 days. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to emergency department with frequent low flow alarms. The manufacturer's technical service representative reviewed the log file and observed low flows. There was no trauma to the driveline. The patient underwent CT angiogram showing outflow graft (ofg) thrombosis at the stress relief bare graft transition point where the driveline appears to cross at that point. The patient subsequently underwent ofg revision on (B)(6) 2019. The ofg was exposed with dissection and showed compression on the ofg distal to the bend relief. It was also noted that scar tissue was impeding the flows. The flow increased when the issues were corrected. The ofg bend relief was removed showing twist visible with the black line curving. The new bend relief was replaced and ofg clip was applied. The event resolved on (B)(6) 2019.